Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated that their programming wand was not "interrogating" indicating possible device malfunction. Troubleshooting did not resolve the issue with communication. Good faith attempts are being made to expedite product return for analysis.